Manufacturer narrative:
Follow-up information received on 16-mar-2016 - ptc investigation result provided: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical event and a quality defect. The reported medical event is a known, possible, undesirable event and not indicative of a quality deficit per se. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain. The essure coils and tubes were removed. This event, interpreted as pelvic pain female, was considered serious and listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, no alternative explanation was provided. Based on its nature, causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Based on available information, there is no reason to suspect a causal relationship between the reported medical event and a quality defect. Further information has been requested.

Event description:
This is a spontaneous case report received from a physician in united states on (B)(6) 2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. The patient experienced pain (date not provided). The hcp (health care professional) removed the coils and the tubes. Correction ((B)(6) 2016) following company internal review: the coding of the event was updated. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced pain. The essure coils and tubes were removed. This event, interpreted as pelvic pain female, was considered serious and listed in the reference safety information for essure. Pelvic pain may occur with essure therapy. In this case, no alternative explanation was provided. Based on its nature, causal relationship with suspect insert cannot be excluded. This case was regarded as incident since surgical intervention was performed. Further information and product technical analysis are being sought.

Manufacturer narrative:
Follow-up from 28-apr-2016: follow-up attempts were completed, with no response to date.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.